Event description:
It was reported that the patient presented in clinic for a follow-up. The pacemaker was noted to be in backup vvi mode and could not be interrogated. No device intervention was performed. The patient was stable.